Manufacturer narrative:
The reported events of poor sensing and unable to be implanted were not confirmed as received, a complete lead was returned in one piece. Visual inspection and electrical testing did not identify any anomalies..

Event description:
It was reported that the patient presented during implant procedure. During procedure, the atrial lead exhibited poor sensing and could not be fixated at multiple locations. The reported lead was not installed and the procedure was completed with an alternative lead on (B)(6) 2023. The patient was in stable condition.